Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem charging cable, after confirming that various troubleshooting methods with tandem supplies did not work. Cts sent a replacement tandem charging cable and wall adapter as a gesture of goodwill, and the pump began charging again, requiring no further assistance.